Event description:
It was reported by the rep the device was used during a vertical banded gastroplasty. It was reported ecs25 was fired from mid going of green indicator range or further. It was removed normally. Staple line appeared intact and normal. Leak discovered post-op and managed with percutaneous drainage using CT guidance.